Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text: (B)(6) 2018, (B)(6). Initial notes: customer called saying she has a big bubble in her infusion set tubing and was trying to get it out by priming it and she got to the max fill and didn't know how to get out of that screen. Inquired what led up to the complaint. Customer response: customer is using cold insulin. Explained about using cold insulin and that it can create bubbles. Customer's outcome pertaining to the complaint: assisted customer in getting out of the screens she was in and we tried to get the bubbles out by using the plunger but she couldn't get the bubbles out so we decided to just get a new infusion set. She mentioned having a few sets that she couldn't get to work because the needle came out when she was peeling off the tape tabs. Will send her a box of quick sets as a one time courtesy. Will also send a quick serter. T/s for air bubbles initial notes: customer called reporting about air bubbles in her infusion set line. Inquired what led up to the complaint. Customer response: customer is not using room temperature insulin. Air bubbles t/s per (B)(4) adv to d/c from the inf at the qr. Approximate size of air bubbles is she said its a good size bubble. The bubble was just two inches away from the reservoir. When air bubbles were noticed by customer: during therapy. Location of bubbles: in the tubing. Reviewed best practices for handling insulin for reservoir fill. Reviewed the fill reservoir technique. Adv to remain disconnected from the inf at the qr. Adv to remove the res from pump. Explained interaction aftercare email. Customer's outcome pertaining to the complaint: customer has only four infusion sets left because she has had issues with inserting them manually. She never got a quick serter. Will send a quick serter and a box of quick sets and reservoirs until she can order supplies. She is (B)(6) years old. Ship: 1 box of mmt-397 and 1 box of mmt-332a/return: nothing.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that the infusion set had a big bubble. The bubble was just two inches away from the reservoir. Customer's blood glucose level was 104 mg/dl. The device was not returned.